Event description:
It was reported by the pt that she had a "marlex mesh" placed on her abdominal wall due to massive hernia in 2003. Had a terrible time healing- had dehisced and had to be debrided 3 times during 2003. Was again debrided and flapped closed, and went through a hyperbaric chamber to help heal. In 2005, began having fever and chills and had several tests run and blood work done. Later in 2005 was admitted through ER and underwent testing for a couple of days. Abscess was found against the abdominal wall. Drain was installed and pt referred back to surgeon. Three mos later, surgeon installed wound vac. Another surgeon removed mesh and scar tissue. Following surgery, half of incision was reopened and then reclosed following treatment for "staph, mrsa and several other things."

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for eval or add'l info becomes available.